Event description:
The customer reported to the philips that the unit had a red x and unexpectedly shuts down. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported to the philips that the unit had a red x and unexpectedly shuts down. There was no report of pt involvement. The device was evaluated at the philips. The reported failure was verified. Replacement of the battery pca resolved the failure. The device passed all post-servicing testing and was returned to the customer site.